Manufacturer narrative:
Additional product code : gcj. At time of filing, although expected, the reported device has not been received into conmed's complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of their customer, (B)(6) hospital, the distributor ib medical, reported to conmed (B)(4) issues with the 10k100, linvatec 10k/24k arthroscopy inflow tubing set. It was reported that the device was used during a psld procedure on (B)(6) 2020. While performing the purge during pre-op testing, white debris was found inside of the tubing blue line during surgery. It was found that 2 out of 4 tubing sets had white debris inside of the cassette and 2 had no white debris. They were unable to determine what the material is. There is no reported patient injury or impact and the procedures were completed with no reported delay by using alternate arthrex pumps. Although requested, no other additional information is available. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence due to the unknown foreign debris which was removed.

Manufacturer narrative:
The customer complaint of foreign material found while performing the purge during pre-op testing was confirmed. A visual examination of returned new item 10k100, (quantity of 4) confirmed the reported problem and found debris inside the tube set. Examination was performed per design print for 10k100. Previously, product containing the particulate was sent to an outside lab for analysis. The elemental composition of the white particulate found during analysis of the particulate is most likely particles that abraded during insertion of the spikes into the leak tester. Chemical elements found are consistent with the composition of the product components, adhesives and equipment used for manufacture of the product. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A lot history review was conducted and found this is the only event with a quantity of 4 units for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 92 complaints, regarding 2720 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user that tubing sets should only be used if the original packaging and labeling are intact. Additionally, conmed encourages the inspection and/or test of all medical equipment prior to use. A determination for further investigation was made and a manufacturing process review initiated for this device family and issue. This issue will continue to be monitored through the complaint system to assure patient safety.